Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to establish a charge with the ipg. As a result, the patient experienced ineffective therapy. Troubleshooting was unable to resolve the issue. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The following information was left out of the report submitted on 13 november 2024- h11 - the reported observation was confirmed but during troubleshooting of the device, it began to function properly. The cause of the reported observation was not ascertained. During manual probing of the hybrid assembly, the issue cleared and the device began to charge normally. It was noted during troubleshooting the device battery was not depleted, therefore, communication and charging should have been functional as received. No anomalies were noted after the device began to function normally. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed which includes charge testing of the eterna device.